Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records, the patient was revised address mechanical complication and pain. Approximately 6 to 7 cc of slightly hazy reddish fluid was aspirated from the hip with lab results showing 750 white blood cells. There were cystic changes. Several specimens were sent for culture, with results showing no signs of acute inflammation. There was some wearing along the posterior calcar and some adverse local tissue reaction as well. There was some metal debris that was debrided down to the level of the bone and the stem was noted to be stable. Doi: (B)(6) 2007; dor: (B)(6) 2018; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.